Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this device had reverted to safety mode. The health care professional provided a device replacement is expected. Additional information has been requested but was not provided at this time. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this device had reverted to safety mode. The health care professional provided a device replacement is expected. Additional information provided this device was subsequently explanted. A non-boston scientific device was implanted to complete this procedure. This device is not expected to be returned. No additional adverse patient effects were reported.